Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tubes were identified to be failed to be de-capped and the rubber part of the cap was left behind in the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer in support of this complaint and 100 retained samples were sent to franklin lakes for r&d testing. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photographs provided, however, r&d retained samples (30) test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tubes were identified to be failed to be de-capped and the rubber part of the cap was left behind in the tube."

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.